Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails have been made to obtain, patient treatment settings, patient information, patient photo. The device gasb00002:(B)(4) was installed in the facility on (B)(6) 2015 and the last pm was done on (B)(6) 2016. Since then the customer hasn't requested nor initiated pm to be done by lumenis. It's strongly recommended by lumenis to perform preventive maintenance (pm) early and initiating of this activity lays on customer's responsibility. Service engineer (ce) visited and tested the device. Ce tested the et hand piece energy and epi cooling and found them within acceptable limits. The system is in proper working condition. Device malfunction wasn't the suspected cause of the adverse event. However, ce advised that clinical training of operators is recommended. According to the information received there is no malfunction on a system. However, since the customer refused to disclose any clinical information regarding injury and sent us incident form with no patient or treatment information, but only device description, lumenis is reporting given event to the FDA in an 'abundance of caution'. All relevant information was sent to chinese representatives of lumenis in order to decide if this case should be submitted for approval to the nmpa as well. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by ls duet device.